Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5103236 that a female patient underwent a breast surgery with two unspecified mentor saline implants and experienced autoimmune symptoms including bii symptoms, endometriosis, ibs, fatigue, ear ringing, sjorgen's, night sweats, hair loss, raynaud's, nausea, vomiting, dizziness, brain fog, memory problems, heart palpitations, muscle cramping, low potassium levels, anemic, easy bruising, high cholesterol, high creatinine, low egfr, breast pain, burning and or stabbing sensation, nipple crusting, pain, sore lymph nodes post-operatively. As a result, the patient underwent explantation on (B)(6) 2015. This report is for the right side device.